Event description:
It was reported that the equipment was sent for repair because the cooling of the generator does not work. It was not noted if the issue occurred during a procedure. There was no pt consequence reported.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The generator was returned to the international service center. Based upon the inquiry, info rec'd visual and functional examination, the unit was found to require: missing accessories completed, replace bezel assembly, unit calibrated, label/overlay replaced, modified according to guideline of MFR, defective electrical connector replaced and damaged pcb main assembly replaced. The database was reviewed and no prior servicing history was found, therefore, no service history review could be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.